Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had noise indicated to be short v-v intervals and the sensing was noted to be significantly decreased. Review of stored episodes showed t-wave oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.